Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg is inoperable and the programmer displays a communication error. The patient has not used the system in months. The patient's ipg was explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.